Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry and went into ble lockout. Ble telemetry was restored to the device and the lock out was cleared. There were no patient consequences.